Manufacturer narrative:
The customer contacted a siemens customer care center and reported that two discordant falsely elevated total human chorionic gonadotropin (thcg) results were obtained on advia centaur cp instrument across two days ((B)(6) 2021 and (B)(6) 2021). Additionally, a discordant, falsely elevated progesterone (prge) result was obtained on the same instrument on (B)(6) 2021. The customer indicated that there were no issues with quality controls on either days. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the instrument and replaced the aspirate probe wash around pump, reagent probe wash pump, peri-pump tubing, wash blocks, reagent probe wash pump, reagent dilutor, syringe valve assembly, and the sample probe assembly. The cse also disassembled and cleaned the luminometer, wash station, reagent dilutor, syringe and valve and swapped aspirate wash pump. Additionally, the cse corrected the reagent syringe clamp and performed a full system check, which recovered acceptably. The cse also discovered an unusable barcode on the sample rack, which was removed. After performing maintenance activities, the cse ran master curve materials (mcm) for progesterone and thcg and all levels recovered within specifications. The cse also ran a precision study using patient samples and quality controls to verify instrument's performance. Siemens further investigated the issue and determined that the cse resolved the issue with the maintenance actions performed above. The cause of the discordant, falsely elevated thcg and prge results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2021-00206 was filed for the discordant result that occurred on (B)(6) 2021.

Event description:
A discordant, falsely elevated total human chorionic gonadotropin (thcg) was obtained on a patient sample and a discordant, falsely elevated progesterone (prge) was obtained on another patient sample on an advia centaur cp instrument. The discordant thcg result was reported to the physician, while the discordant prge was not reported to the physician(s). The samples were repeated on the same instrument. The repeat results were lower than the discordant results. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated thcg and prge results.